Manufacturer narrative:
Final device analysis results reveal internal short in battery.

Event description:
Hcp reported the device was replaced due to normal battery depletion. No complications were reported. The device was explanted and returned to the manufacturer for analysis.